Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 sept 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding an microclave¿ clear connector where the customer reported blood leakage with the connector. There was patient involvement but there was no reported patient harm.

Manufacturer narrative:
This record will be closed as a duplicate of 9617594-2025-02068-00.